Manufacturer narrative:
Exact date unknown, event occurred four years ago from date manufacturer was made aware. Explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 16651535.

Event description:
It was reported that the patients device was not helping with patients pain. The patient underwent a full spinal cord stimulator (scs) explant procedure.